Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented to the clinic for a routine follow up. The atrial lead exhibited sensing anomaly and was affecting pacing behavior. The device was programed off. Subclavian crush was suspected. The lead was explanted and replaced. The patient is doing well and will continue to be monitored.